Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced continued blood glucose fluctuations and hypoglycemia while using the ilet, associated with frequent ¿less than¿ meal announcements that led the system to maladapt, including a post-dinner drop to 55 mg/dl; the medical device problem involved an incorrect procedure or method and pertained to the user interface. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the low. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to failure to follow instructions when interacting with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.